Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. There was an injury alleged with this complaint. The injury was reported as bruising, soreness. This was not deemed to be a serious injury and there was no reported medical intervention.

Event description:
The leg allegedly bent on the commode, causing the consumer to fall.